Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center found lamp b was cracked. The device's image was normal and stable with the test scopes and all video output signals tested within limits. The repair center replaced the halogen lamps and returned the device to the customer. It is presumed that the lamp breakage occurred when the user attached the lamp with dirt on it or applied excessive force when replacing the lamp. The instruction manual for the handling of the lamp states the following: "if the lamp is soiled, wipe it with a piece of clean gauze or lint-free cloth moistened with 70% ethyl or isopropyl alcohol, and dry it thoroughly before use. If the lamp is lit while dirty, it will cause transmission loss, and in some cases, shorten the lamp's life or cause equipment damage. When inserting the lamp into the lamp socket, apply force gently and directly above the lamp. Using excessive force to insert the lamp could damage it." As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the main lamp did not light, but the spare lamp does light. The device malfunction was identified by the user during preparation for use. There was no patient involvement.